Event description:
Procedure: insertion of lifeport & removal of non-functioning lifeport. Successful percutaneous removal of catheter fragment measuring 13.5 x 0.3 cm catheter needed for chemotherapy treatment.